Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Costumer¿s blood glucose value was 222 mg/dl. Customer stated that the scroll bar was not moving with no input. Customer stated that the middle button was unresponsive. Customer stated that the insulin pump had a software error detected alarm but the insulin pump was able to clear the alarm and the insulin pump was passed the self-test. The product will not return for the analysis.